Manufacturer narrative:
The manufacturing location for this product is (htl). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd received 1 sample from lot e47a340a7 for investigation. No samples from lot e47d940e3 were returned. The samples were evaluated by visual examination and the indicated failure mode for separates with the incident lot was observed. Also, retention samples from each reported lot from bd inventory were evaluated by visual examination and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates for lot e47a340a7. This complaint has not been confirmed for the indicated failure mode separates for lot e47d940e3. Bd determined that the root cause of the indicated failure mode was attributed to the supplier. This product has been discontinued as of 2024 so no further action will be taken. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that when using the bd sentry¿ safety lancet, the blade separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.